Event description:
Additional information: it was reported that the patient no longer had concerns with the device or therapy.

Event description:
Patient reported a return of symptoms over the past few months; increased baseline pain. A dye study was done (B)(6) 2012 to see if "the pump was working or if there was a leak somewhere." The physician was unable to obtain cerebrospinal fluid. Patient stated they "were unable to get the fluid up or down the catheter, so there is a problem somewhere." A pump and catheter replacement was planned. The pump was delivering morphine, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4)...catheter model# 8709sc serial# (B)(4) implanted: 2010-(B)(6) explanted:unk... Catheter model# 8598a serial# (B)(4) implanted: 2011-(B)(6) explanted: unk. (B)(4).

Event description:
After additional review, it was noted that the patient experienced ineffective pain relief. It was stated that the patient felt flushed, sweaty, and numb on and off. It was further stated that the feeling would eventually go away and then the patient would get ¿poor pain relief.¿ before the pump was replaced in (B)(6) 2012, it was stated that magnetic resonance imaging (MRI) was performed and ¿did not show anything.¿ during the previously reported dye study, it was stated that the healthcare professional (hcp) did not believe the dye was ¿blushing¿ like it should ¿up top¿ (interpreted as leaving the tip of the catheter), but was stated as ¿coming out up there.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type catheter product ID 8598a, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type catheter.

Event description:
Additional information received reported that the patient had pain relief until (B)(6) 2012. After a previous surgery, the patient had continued to have problems and a horrible experience with delirium tremens (dt's) and pain. As previously noted, they could not pull fluid in or out of test port, so it was determined to have the entire system replaced.

Manufacturer narrative:
(B)(4).